Event description:
It was reported that the patient was unable to adjust stimulation. The patient went to check their implant the night prior to the report and they noticed two batteries on the screen. One was full and the other was empty. The patient hadn¿t used their stimulator in 3-4 weeks and it had been kicking off so they replaced the batteries in their programmer. The morning of the report, the patient was only seeing a question mark on the screen. The patient saw an end of service (eos) or end of life (eol) message. The patient was told the device was supposed to last 10 years. The patient saw their doctor the previous (B)(6) and was told their battery was still 50% full. The patient was upset that their device had depleted. The patient¿s doctor added another program during the appointment. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 3093-28, lot# v187439, implanted: 2009 (B)(6); product type lead. (B)(4).